Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-03456. It was reported the patient experienced ineffective pain relief for approximately 3 weeks. Reportedly, diagnostics identified high impedance values on both leads. X-ray images were obtained, however results are unavailable. Surgical intervention is pending as the next course of action to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-03456. Additional follow-up identified surgical intervention was undertaken wherein both leads were explanted and replaced with new ones. Effective stimulation was achieved postoperatively thus resolving the issue.